Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and customer reported error was observed in event logs history. Visual inspection had been carried out, and air detector found to be damaged. Functional test had been performed and cassette not properly attached error was confirmed. Replaced downstream occlusion (dso) sensor and air detector. The probable cause of the reported issue is dso sensor. The device passed all functional testing after repair.

Event description:
It was reported that pump had cassette not properly attached error during testing. It was observed during inspection of a returned pump that downstream occlusion sensor was defective. If this failure mode occurs during infusion, it will interrupt therapy which may affect the patient.